Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist. Section: potential adverse events (united states) .¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a 74-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient was on impella cp support and the patient had renal failure. The patient had hemolysis with dark red urine. The p level was reduced and this resolved the hemolysis. However, the hemolysis did lead to renal failure and the staff started dialysis.

Manufacturer narrative:
The investigation for hemolysis and renal failure has been completed. Pump was returned for investigation. The pump was clean with no biomaterial traces or abnormalities in the pump. The impeller blades were intact. Pump was sent for hemolysis testing and the test rest came out to be 12.56mih which is within the specification and passes the test. Data logs were not returned for investigation. Since pump passed the hemolysis testing and there were no abnormalities on the pump, the failure can be narrowed down to the patient's deteriorating health. Therefore, the root cause of the hemolysis issue was most likely patient condition related. Clinical mentions that renal failure was followed after hemolysis but no other information is given. With the information provided and product investigation we cannot conclude the reason as to how the patients condition elevated to renal failure. Therefore, the root cause of the renal failure issue was not determined since insufficient information was provided. D9 date device returned to manufacturer added h.6 code 1886 was omitted from manufacturer device report.